Event description:
It was reported that the customer was unable to remove the battery cap on the insulin pump. Customer's blood glucose was 82 mg/dl. The troubleshooting did not resolve the issue. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump received with stripped battery cap coin slot.(p),minor scratched display window, cracked battery tube threads, cracked reservoir tube lip. Motion sensor test failure alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motion sensor test failure alarm.